Event description:
It was initially reported that there telemetry issues with the patient¿s implantable neurostimulator (ins) and an overdischarged condition was suspected. A power-on-reset (por) was also observed on the ins. Follow up information received on (B)(4) 2010 reported that the patient was unable to follow instructions on bringing the ins out of the overdischarge state. The patient had an appointment with the manufacturer¿s representative next week. Additional follow up information received on (B)(4) 2011 reported that the manufacturer¿s representative met with the patient where, after ¿2 clocks¿, were able get the ins battery back in the normal recharge mode (charged to 75%). The patient was reprogrammed for 5 minutes but the ins battery dropped back to 0% charge. When the manufacturer¿s representative spoke to the patient 2 days later they were having ¿much difficulty holding a charge. Further follow up information received on (B)(4) 2011 reported that the patient was trying to get authorization for replacing the ins battery. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3998, lot# v047365, implanted: (B)(6) 2008, product type lead. (B)(4).